Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. The product is outside of useful life.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. Device is out of useful life.

Event description:
While using a g90 scaler, the inserts were heating up; no injury resulted.